Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator recharger (insr) had a broken/bent/loose pin connector. The patient stated that the pin was not loose, but then said she had to wiggle it to get the plug icon to appear on the screen and even then it was intermittently charging. The patient was redirected to the repair department. The recharger will not charge even when plugged in. It did reset and the tip on the desktop charger (dtc) was bent. The patient was being sent a new dtc. The patient also reported she needed to charge and her implant was dead. She had pain in low back and legs, aching all over. The patient stated she cannot charge her implantable neurostimulator (ins) because she cannot charge her insr. The patient did not intend to follow up with any health care provider (hcp). Medical history includes spinal pain and post lumbar laminectomy syndrome. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the desktop charger (s/n: (B)(4)) found that the device was found with a bent connector. (B)(4).

Event description:
Additional information received reported that the replacement of the desktop charger resolved the recharging issues and pain. The patient reported that they were sent a new power cord.

Manufacturer narrative:
(B)(4).